Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was provided and reviewed. The imaging depicts the anatomy as tortuous with calcification within the vessels. During the manufacturing process, the delivery system was visually inspected and tested several times. Per procedure, the flex shaft is 100% visually inspected for physical damage. During final inspection as per procedure, the delivery system is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, each lot is required to undergo product verification (pv) testing on a sampling basis. The lot is tested for physical damage and system retrieval force. There were no failures during pv testing and the lot was released. The inspection and test described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review is performed and did not reveal any issues that may have contributed to the reported event.   A lot history review revealed no complaints related to the event. (B)(4). The IFU for edwards commander delivery system, device preparation manual, and procedure training manual were reviewed for instructions involving the edwards commander delivery system. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath.  Additional considerations include proper screening as this is critical to reduce vascular complications.  Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium.  Do not force sheath.  The training manual provides guidance on thv deployment and thv retrieval through sheath. Factors that can assist with thv deployment are: check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, the balloon lock is locked and perform thv deployment. Guidance that assist with the valve through the sheath are: thv can be retrieved through sheath only before thv deployment (still crimped), ensure the thv is centered on the flextip, ensure delivery system is locked, verify the flex catheter is completely unflexed, retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip, ensure the edwards logo on the sheath handle is facing upward, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not re-use the sheath, thv or delivery system once thv is retrieve. Note: crimped thv aligned on balloon is larger than crimped thv off balloon; take care if deciding to retrieve. Note: do not force the thv into the sheath, if resistance is felt, the thv may be caught on the sheath tip, stop, advance thv past the sheath tip and ensure thv is centered on the flex tip and rotate the delivery system before trying again. There were no IFU/training deficiencies identified. The complaint was unable to be confirmed as no returned device nor applicable procedural cine was provided. As a result, presence of manufacturing non-conformities was unable to be determined. A review of lot history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. Tortuosity in the vasculature may have created non-coaxial alignment between the valve and sheath distal tip. Attempt to retrieve the valve back into sheath in this configuration would make the valve more susceptible to interaction with sheath tip during retrieval resulting in difficulties. Furthermore, as per the description of the event, ¿an attempt was made to deploy the valve but could not get valve to deploy ¿smoothly¿¿. The ¿thv can be retrieved through sheath only before thv deployment (still crimped)¿ per training manual. It is possible that the valve was partially inflated during retrieval attempts. As the profile was likely enlarged, difficulties likely occurred during retrieval into the sheath. In this case, the available information suggests that patient (tortuosity) and procedural factors (non-coaxial alignment of valve and sheath distal tip; partially deployed valve) may have contributed to the reported event. However, a conclusive root cause could not be determined. No manufacturing non-conformities or labeling/IFU/training deficiencies were confirmed. (B)(4); therefore, no product risk assessment nor corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During a transfemoral procedure of a 26mm sapien 3 valve with a commander delivery system, a 16fr sheath was inserted on the right side and advanced inside of a pre-existing aortic aneurysm and could not be advanced any further. Delivery system advancement was performed without any difficulty, despite aortic tortuosity.  The patient became hypotensive and a perforation at the level of the aortic aneurysm down to the iliac artery was noted. An occlusion balloon was inserted, and grafts were placed from the descending aorta to the iliac. The patient¿s pressure stabilized. An unsuccessful attempt was made to deploy the valve and upon trying to retract the valve into the sheath, the system could not be withdrawn. A decision was made to deploy the valve in the right common iliac as they didn't want to insert the valve into the descending aorta inside the grafts. The delivery system with the sheath were removed from the right side. A new 16fr sheath and delivery system were inserted on the left side and a valve was implanted in the aortic position (80:20 aortic/ventricular). A post dilation was performed with nominal volume. A root injection revealed good valve position and no leak. The left femoral artery was very calcified and a cutdown was performed due to perclose failure. Approximately 4-6 units of blood were required. Subsequently, post procedure the patient expired.  There was no malfunction of ew devices.  The exact cause for the death is unknown.